Event description:
It was reported that a faradrive was selected for being used, however an air bubble emerged from the sheath aspiration syringe after introducing a farawave catheter. The device was replaced, and the procedure was completed without patient complications. The issue occurred twice. The procedure was completed after replacing the original device. No air was observed in the patient. The devices are expected to return for laboratory analysis.